Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health impact- clinical code: 4581 - angle closure. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # 731544

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -18.00 diopter, in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to angle closure with elevated intraocular pressure. The problem was resolved. This was the replacement lens for MFR. Report # 2023826-2023-04220. The cause of the event was unknown.